Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager broke the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed. A field service engineer (fse) discovered that the unit itself was locked; the escort was able to unlock it, allowing the door to be opened. The pyxibus cable attached to the remote manager was routed through the wall with no slack, making it tight and preventing the refrigerator from being moved. Any slight movement causes the cable to pull, which has damaged the connection and led to intermittent power failures. The remote manager was restored to operable status, but the site was advised that the issue may recur and recommended that facilities replace the pyxibus cable with the one previously provided for this issue. The device was powered down, the latch and harness were reseated, and the system was rebooted. Functionality was verified in the hardware test application, and the test was completed successfully. The application was relaunched, the remote manager did not fail, and the escort was able to access the refrigerator multiple times without issue. The system functioned as intended after the field service engineer repaired the device.